Event description:
The following was reported to gore: on (B)(6) 2015, the patient underwent an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk ipsilateral leg endoprosthesis and a contralateral leg endoprosthesis which was in the right common iliac artery were implanted. On an unknown date, a proximal type I endoleak and a distal type I endoleak from the left leg, the ipsilateral leg of the trunk ipsilateral leg endoprosthesis. (These events were captured in medwatch report number 2017233-2024-05165.). On (B)(6) 2024, a reintervention was performed. The left internal iliac artery was coil embolized as planned. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted in the left renal artery and a gore® excluder® conformable aaa endoprosthesis (aorta extender endoprosthesis) was implanted proximally of the trunk ipsilateral leg. When the aorta extender endoprosthesis was touch-up using gore® molding & occlusion balloon catheter, the vbx device was compressed. The vbx device was expanded using a balloon catheter. An angiography revealed no type I endoleak but a retrograde dissection at outer of the left side of the aorta extender endoprosthesis. The angiography observed there was no dissection in the arch and the descending aorta. The physician decided to monitor this dissection. The angiography revealed there was no issue with the blood flow of the left renal artery. A contralateral leg endoprosthesis was implanted distally of the ipsilateral leg of the trunk ipsilateral leg endoprosthesis. It was confirmed there was no endoleak and the procedure was concluded. The patient tolerated the procedure. The physician suspected that the retrograde dissection occurred due to the touch-up ballooning using the gore® molding & occlusion balloon catheter. It was reported that the gore® molding & occlusion balloon catheter was inflated with a part of the balloon was placed outside of the aorta extender endoprosthesis and it seemed the balloon was inflated slight strongly. The physician also stated that a type b dissection was confirmed on an unknown date in (B)(6) 2023, but a false lumen became thrombus and resolved as time progresses. This type b dissection located in the arch aorta, outside of the treatment area of gore® excluder® aaa endoprostheses. He also said that the type b dissection was almost resolved at that time of the reintervention on (B)(6) 2024, but the dissection might had been occurred during the reintervention because the patient vessel had been weak originally judging from the type b dissection occurred before.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: the IFU was reviewed with respect to the details provided in the complaint. The gore® molding & occlusion balloon catheter IFU for japan includes the following: "do not excessively inflate beyond the recommended volume for diluted contrast solution used to inflate. Refer to table 2 recommended diluted contrast solution used to inflate. Excessive inflation volume of the balloon may result in balloon rapture, embolization, vessel damage, vessel rupture, or patient death" and "do not inflate the balloon to a diameter larger than the vessel it is being inflated within." According to the gore® molding & occlusion balloon catheter instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: trauma to the vessel wall, including spasm, dissection, perforation, or rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.